Event description:
It was reported that(1) device was used during a lobectomy. It was reported by the affiliate that the scb45 jaw would not open after firing(could release the instrument finally by articulating lever being rotated a little). The staple line and cutting were correct. There was no consequence to the pt.